Manufacturer narrative:
Clarification to b3: partial date of 2025 provided clarification to d6a: partial date of aug/2016 provided a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "separation of the implant shell is noted", "breach of integrity of... Implant was detected" device photo evaluation: visual analysis of the photographs identified: rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a physiological phenomenon. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "separation of the implant shell is noted", "breach of integrity of... Implant was detected", and "capsular contracture baker grade unknown". Later patient reported "capsular contracture baker grade iii". The doctor has confirmed. This record is for the right side. The device was explanted.